Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The 3mensio report was reviewed and the following was observed: presence of calcification at the aortic root / stj junction and along the annular plane. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. A technical summary written by edwards applies to this event, therefore an engineering evaluation is not required. The complaint for balloon burst was unable to be confirmed due to unavailability of returned device/applicable imagery. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, 'during deployment of a 23mm sapien 3 ultra valve in the aortic position, the delivery system balloon ruptured on what is felt to be calcium at the stj when it was about 80% inflated with +1cc of extra volume.' As per 3mensio report provided, calcification was present in the implant site. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 1 cc was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) and/or procedural factors (over-inflation) may have contributed to the balloon burst while procedural factors (withdrawal of burst balloon) may have contributed to the withdrawal difficulty. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the field clinical specialist (fcs), during deployment of a 23mm sapien 3 ultra valve in the aortic position, the delivery system balloon ruptured at 80% inflation with +1cc of extra volume. The delivery system was pulled into 14 fr esheath, however, resistance was met and sheath and delivery system were removed as a unit. A new sheath and delivery system were prepped, and valve was post dilated successfully. The patient remained stable.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned